Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly. The customer's blood glucose (bg) ranged from 93-288 mg/dl. The customer declined assistance from tandem technical support regarding the issue, therefore no additional information was obtained.